Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
This patient reported a constant "motor boat" noise with the use of her cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacture's specifications. Explantation/reimplantable surgery is yet to be scheduled. The healthcare professional was informed that the explanted device should be returned to cochlear americas.